Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0215978952 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) , ubd: 05-jun-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving lioresal (baclofen) (500 mcg at 359.08825 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had to take oral lioresal because of increased spasticity. A side-port aspiration was perfomed, also a contrast study and a rotorstudy were performed no problems found with this test. It was concluded that there was intermittent obstruction of the catheter and therefore the healthcare provider decided to perform a revision of the catheteter on (B)(6) 2023.